Manufacturer narrative:
Patient's weight is 65.5 kg. Device evaluated by MFR.: a visual and microscopic examination was performed on the returned wallstent device. A visual and tactile examination identified multiple severe kinks along the catheter of the device. These kinks extended from the outer sheath down into the inner shaft. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the catheter that could have contributed to the damage identified. The device was received with the stent partially deployed and approximately 6mm of stent was noted to be protruding form under the outer sheath. The struts located on this distal protruding section of stent were noted to be damaged. The investigator deployed the stent however resistance was encountered due to the catheter kinks and the distal stent damage. A visual and microscopic examination identified damage to the mid section of the stent, however the majority of the damage was located at the distal end of the stent. The damage observed in the mid section of the stent may have been caused by the severe catheter kinks identified on the inner and outer shaft. The damaged distal section of stent most likely prevented full reconstrainment of the stent and as this section of the stent was unprotected this may have resulted in the stent damage increasing during removal from the patient or during shipping. No issues were noted with the stent that could have contributed to the damage identified. A visual and microscopic examination found no damage or any issues with the tip, stent cups or stent holder of the device that may have potentially contributed to the complaint incident. No further issues were identified during product analysis.

Event description:
It was reported that the stent was deformed. A unistep plus wallstent was selected for use for a biliary tract stent implantation in the bile ducts. The stent reached the lesion and deployed for about 1cm when the physician noticed the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported the stent was fully reconstrained when removed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent was deformed. A unistep plus wallstent was selected for use for a biliary tract stent implantation in the bile ducts. The stent reached the lesion and deployed for about 1cm when the physician noticed the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported.